Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed, the air/water nozzle was not deformed. In addition, the following was found: unidentified foreign material. We could not specify the cause of the foreign material remaining in the device since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that a gastrointestinal videoscope had air/water leakages. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object in the nozzle. There was no patient injury or adverse event reported to olympus.